Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted pump system for spinal pain. The pump was used to deliver unknown baclofen, "400" bupivacaine "30", and hydromorphone "30". The reporter was unsure of the units for the reported numbers, as they "can't remember much anymore", so they tried to keep a record. It was reported that the patient fell and broke their ankle in (B)(6) 2022 and had several falls after that. The patient didn't think that they damaged their pump, but their pump hadn't been working since march 2022. The patient received a "router reutter" of their l4 due to the falls. It took 2 weeks before the patient could receive authorization to fill the pump. The pump was refilled and, since the refill, "it didn't take as much as they thought". The pump "says it's pumping, but it's not". The pump "showed it used up so much". The reporter was unsure if it was the pump or catheter. Per the reporter, they wanted to do a "pump" or "motor dye study", but "after 6 months, the patient's clinic asked for the l4 surgeon's information and wanted to meet with them. At the time of this report, they were waiting for surgery notes. The reporter thought that the patient's clinic "wants him to admit they may have hit my catheter or something". The patient last saw their managing doctor a couple months prior to the report. It was noted that the patient received oxycodone and fentanyl patches that weren't working. Per the reporter, "nothing's working". The patient had been "suffering for 10 months". The patient only got 2 hours of sleep at a time and "it's hard to deal with this". Physician listings were provided to the patient.